Event description:
Boston scientific received information that during the implant when connecting this right ventricular lead to the pacing system analyzer no pacing was observed. A new lead was then tested with the pacing system analyzer which also showed no pacing. Finally the new lead was connected to the device and normal pacing was noted. It was suspected that there was a problem with the ez-connector tool. The right ventricular lead not implanted as well as the ez-tool will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted a kinked stylet inserted in the lead. The green terminal tool was also returned on the lead terminal, the tool was loose, not seated and the fixation knob engaged. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities.

Manufacturer narrative:
Should additional information become available, this investigation will be updated.